Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently unable to charge while plugged in. Customer reported the pump battery charged only if the cable was angled a certain way. Customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. Customer reported blood glucose level was not impacted by the issue.